Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted for the treatment of biliary malignancy during a bile duct drainage procedure performed on (B)(6) 2025. During the procedure, the patient experienced bleeding and subsequently passed away.reportedly, the physician stated that specific details were not provided, but believed the patient was very elderly and frail, and ultimately succumbed to bleeding.***additional information received on (B)(6) 2026 and (B)(6) 2026***it was reported that the stent was intended to be implanted transduodenally during a bile duct drainage procedure performed on (B)(6) 2026. No axios device deficiency was reported in association with this event. Bleeding occurred during the axios placement procedure, originating from the bile duct, and was managed with clipping. The patient passed away on the same day as the procedure. The clinical cause of death was cardiac arrest secondary to bleeding.

Manufacturer narrative:
Blocks b5, b7, e1 (initial reporter email), h6 (patient codes and impact codes) and h11 have been updated with the additional information received on may 25, 2026, and june 4, 2026. Block d2: common device name and pro code have been updated. Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e0602 captures the reportable event of cardiac arrest. Imdrf impact code f2301 captures the reportable event of additional intervention performed to address the bleeding. Imdrf impact code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted for the treatment of biliary malignancy during a bile duct drainage procedure performed on (B)(6) 2025. During the procedure, the patient experienced bleeding and subsequently passed away. Reportedly, the physician stated that specific details were not provided, but believed the patient was very elderly and frail, and ultimately succumbed to bleeding. Additional information received on may 25, 2026 and june 4, 2026: it was reported that the stent was intended to be implanted transduodenally during a bile duct drainage procedure performed on (B)(6) 2026. No axios device deficiency was reported in association with this event. Bleeding occurred during the axios placement procedure, originating from the bile duct, and was managed with clipping. The patient passed away on the same day as the procedure. The clinical cause of death was cardiac arrest secondary to bleeding.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of bleeding. Imdrf impact code f02 captures the reportable event of death.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was intended to be implanted for the treatment of biliary malignancy during a bile duct drainage procedure performed on (B)(6) 2025. During the procedure, the patient experienced bleeding and subsequently passed away. Reportedly, the physician stated that specific details were not provided, but believed the patient was very elderly and frail, and ultimately succumbed to bleeding.

Manufacturer narrative:
Block d2:common device name and pro code have been updated.block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted.block h6:imdrf patient code e0506 captures the reportable event of bleeding.imdrf patient code e0602 captures the reportable event of cardiac arrest.imdrf impact code f2301 captures the reportable event of additional intervention performed to address the bleeding.imdrf impact code f02 captures the reportable event of death.block h11:investigation results:based on the available information, boston scientific was unable to confirm the reported events of hemorrhage, cardiac arrest and death. The complaint device was not returned for evaluation as the device was disposed of; therefore, a technical analysis could not be performed. There was no objective evidence of a device malfunction, manufacturing deficiency, or labeling issue that could have contributed to the reported events. Medical review concluded that the clinical events of bleeding and additional intervention leading to death are anticipated in nature and severity and are recognized risks associated with the device. The investigation findings do not lead to a clear conclusion about the cause of the reported events; therefore, the most probable cause was unable to be established. Device technical analysis: the complaint device was not returned for evaluation as the device was disposed of; therefore, a technical analysis could not be performed.labeling review:a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, hemorrhage and death are noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device.risk review: a risk review was completed and confirmed that the reported events of hemorrhage and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusionbased on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.